Manufacturer narrative:
Context: a customer in ireland notified biomérieux of multiple misidentification: isolate e.coli identified as salmonella and isolate unknown identified as pseudomonas when using vitek ms instrument (ref.: 410895, serial number : (B)(6)). Knowledge base (kb) version : 3.2 (cli). Issue type : misidentification issues. Vitek ms result: -lab ID (B)(4): single choice to salmonella enterica; -lab ID (B)(4): single choice to pseudomonas aeruginosa; -lab ID (B)(4): single choice to brucella suis. Expected ID: unknown as no identification reference method was performed. However, here after are the suspected identifications : -lab ID (B)(4) suspected as escherichia coli; -lab ID (B)(4) suspected as an oxidase negative strain; -lab ID (B)(4) suspected as dermacoccus species. Culture conditions: - spotting tool : vitek pickme nibs; - culture media : chocolate blood agar or columbia blood agar; - incubation: 24 hours. Issue date: between 26 oct 2022 and 02 nov 2022. Fine tuning date before the issue: 12 aug 2022. Investigation: complaint trend analysis and device history record . Referring to (B)(4) - technical complaint trend analysis using the cstat application , there is no out-of-control alert, or a non-confirmed out-of-control alert in cstat for now. We checked the period from august 2022 to october 2022 for the error code ivd mis-identification - f871. Technical investigation. Fine tuning. According to the vilink alert tool criteria, a fine tuning was needed during the tests performed between 26 oct 2022 and 02 nov 2022. Spot preparation quality. The customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. It needs to be verified with the customer. For the labid (B)(4), the number of peaks is low (between 41 to 47). For the labid (B)(4) and (B)(4), the number of peaks is heterogenous. Kb review. The expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis. The misidentifications were obtained with the spectra containing a low number of peaks and with low identification scores which were near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator¿). It needs to be verified with the customer. By reprocessing the customer data with next vitek ms kb v3.3, spectra given misidentifications as salmonella enterica (labid (B)(4)) and brucella suis (labid (B)(4)) led to no identification. There is no misidentification anymore. However, there are still potential misidentifications to pseudomonas aeruginosa and listeria monocytogenes for labids (B)(4) and (B)(4). Analysis of labid (B)(4) there are presence of peaks near 7.5 kda and near 15 kda (double-charged peak). Based on this observation, we suspect the presence of hemoglobin peaks in these spectra. The hemoglobin peaks are prominent and prevent the expression of the other proteins, leading to very few number of peaks and consequently giving the misidentification or no identification. Based on all these findings (low number of peaks and presence of hemoglobin peaks), a non-optimal sample preparation quality is suspected, probably linked to agar picking during the collection of the colonies on the plate (it could happen for strain with rough colony or for strain difficult to collect). It needs to be verified with the customer. Analysis of labid (B)(4). The 3 spectra are not similar and could be explained by their poor quality. The spectra from spot a4 presents a mass shift during acquisition. Consequently, masses could be affected in a wrong ¿bin¿ and then it could leads to misidentification. This could be explained by a non-optimal spot preparation of this sample strain. Analysis of labid (B)(4). For slide (B)(6), there is a presence of peaks near 7.5 kda and near 15 kda (double-charged peak) for all spots. Based on this observation, we also suspect the presence of hemoglobin peaks in these spectra. A non-optimal sample preparation quality is suspected, probably linked to agar picking during the collection of the colonies on the plate. In addition, related to the misidentification issue as brucella suis, csn # 4989 was published about potential misidentification as brucella spp with kb v3.2. These incorrect organism identifications have always been seen so far in conjunction with degraded spectra (linked to a non-optimal spot preparation or a non-optimal fine-tuning). This issue will be fixed with the next vitek ms kb v3.3. 3. Main root cause of the identification issue. Non-optimal sample spot preparation . 4. Corrective or preventive actions no CAPA is needed. Conclusion: based on all these findings (low number of peaks and presence of hemoglobin peaks), a non-optimal sample preparation quality is suspected, probably linked to agar picking during the collection of the colonies on the plate (it could happen for strain with rough colony or for strain difficult to collect). It needs to be verified with the customer. The non-optimal spot preparation of the customer sample strains could be linked to the spotting with vitek pickme pen. Indeed, if a spot is too thin, not enough organism have been deposit on the spots. Consequently, the amount of ¿interfering peaks¿ detected during acquisition increase and impact the level of good peaks. It is important not to flip the pen during the deposit as opposed to the loop under pain of having not enough material on the spot. In addition, during the collection of the colonies on the plate, it is important not to pick agar. The nibs are more rigid than the loops and it is easier to go through the colony and collect agar.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in ireland notified biomérieux of multiple misidentification: isolate e.coli identified as salmonella and isolate unknown identified as pseudomonas when using vitek ms instrument (ref.: 410895 , serial number : (B)(6)). Results were as follows: lab ID (B)(6), vitek ms result: (B)(6). Expected ID: e.coli based on further investigation and isolate appearance. Lab ID (B)(6). Vitek ms result: pseudomonas. Expected ID: unknown, but negative oxydase and sensitivity do not match with pseudomonas isolate at the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in ireland notified biomérieux of multiple misidentification: isolate e.coli identified as salmonella and isolate unknown identified as pseudomonas when using vitek ms instrument (ref.: (B)(4), serial number : (B)(4)). Results were as follows: lab ID (B)(4). Vitek ms result: salmonella expected ID: e.coli based on further investigation and isolate appearance. Lab ID (B)(4). Vitek ms result: pseudomonas expected ID: unknown, but negative oxydase and sensitivity do not match with pseudomonas isolate. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.